Event description:
On 03/19/1999, the facility operating room materials management informed the manufacturer's sales representative of the following: the locking mechanism of the device did not function properly. This is the second device, same patient that the same problem was encountered. This report concerns the second event. No further details were provided.